Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. The manufacturing date, expiration date and unique device identifier could not be determined. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors or other assay issues were reported in conjunction with this event. There is no evidence that the access intact pth reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible access intact parathyroid hormone (pth) result, above the assay's normal reference range, for one (1) patient involving the laboratory's unicel dxi 800 access system (serial number (B)(4)). The customer reanalyzed the patient's sample two (2) additional times on the same unicel dxi 800 access system and obtained lower results outside the precision claims of the assay; however, still above the assay's normal reference range. The initial elevated pth result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Qc (quality control) and system check parameters were recovering within expected ranges at the time of the event. Information on the collection and centrifugation of the patient sample was not supplied. No issues with sample integrity were reported by the customer.